Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a pump error 37 alarm during refill. Functional testing to be performed/completed: device was received with a cracked battery tube threads, a scratched case, a stained keypad overlay, a cracked case behind the pump near the battery tube compartment, a pillowing keypad overlay, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 37 alarm during the rewind test. Device history file/traces download was successful using thus. Multiple pump error 37 alarm were recorded and found in the formatted history file on (B)(6) 2021 at 15:15:04.000 to (B)(6) 2021 at 15:41:39.000 during basal delivery. No pump error 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Device was cut open to perform visual inspection and corrosion was found on the motor home switch. No loose electronic components or moisture damage found on the electronic assembly, force sensor and vibrator assembly noted. The force sensor zero offset measured and within specification range. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the insulin pump had a constant pump error 37 alarm due to a corroded motor home switch. Failure analysis summary: the customer received multiple pump error 37 alarm during basal delivery according in the formatted history file download due to a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated that they was able to clear the alarm. Customer stated that they was not able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.